Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua 2 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and the photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided did not identify any visable damage. Conclusion: without the complaint device we are unable to confirm the alleged malfunction or to determine what may have caused the reported crack. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: -"do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.".

Event description:
A distributor in (B)(4) reported, on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that a rt380 evaqua 2 adult breathing circuit was found cracked during patient use. There was no patient consequence.